Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing, and improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that small battery drive device had an unknown malfunction. During in-house engineering evaluation it was determined that the device was not working, and it was difficult to insert a gauge. During repair it was observed that the motor was damaged as the magnets had come out, and there was corrosion on the motor. The coupling head was worn out, the bearings were worn out, the seals and gear parts were worn out, and there was corrosion on contacts of the electronic control unit (ecu). It was further determined that the device failed pretest for check the off/oscillation/on switch mode function and check the attachment coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.